Event description:
This report is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis with culture positive for staphylococcus haemolyticus in a male patient (born in 1964) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter product surveillance to follow-up on an unrelated issue, the following was reported by the home patients mother: the hp was currently in the hospital because he had peritonitis. The mother stated that the hp's infection started at home but medicine was not working and that is why he was hospitalized. She stated the hp was expected home soon. Follow-up with the home patient's registered nurse was performed on (B)(6) 2012. The rn reported the following: on an unreported date the home patient experienced a breach in aseptic technique which caused peritonitis. The home patient was treated with a variety of cephalosporin's (names, doses, frequencies and lot numbers not reported) which did not relieve the peritonitis, so the facility switched to vancomycin ((dose, frequency and lot number not reported). After several weeks of treatment with no results the home patient was hospitalized for the peritonitis on (B)(6) 2012. Treatment was not reported related to the fungal peritonitis. The home patient is still in the hospital and is having his catheter removed today ((B)(6) 2012). No additional information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, suspect medical device info is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.